Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation attached to an unknown restoration. Visual inspection of the returned product identified wear from use about the implant threads. The returned product matched print specifications where measured against production drawing. The reported product was located on tooth # 3 (universal) and used for approximately 7.5 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient develop occlusion overload on area #3. The implant was removed and bone grafted. The reported complaint could not be verified with the information provided and after review of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d4: expiration date g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the patient develop occlusion overload. The tsvwb10 was removed and site bone grafted.